Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties were likely due to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the distal circumflex (cx) artery with heavy tortuosity and heavy calcification that was 90% stenosed. Pre-dilatation was performed using an unknown balloon dilatation catheter. Resistance was felt during advancement of the 2.25 x 15 mm xience alpine rx stent delivery system (sds) to the lesion and would not cross it. During removal of the sds, the proximal edge of the stent implant became stuck with the distal edge of the guiding catheter causing the stent to flare. A new sds was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.